Event description:
Following a ptca/stent placement the patient developed a cardiac tamponade and was taken emergently to surgery. There was 400cc of blood in the pericardial sac and active bleeding from the inferior wall of the right ventricle. The obtuse marginal branch of the left circumflex which showed angiographic evidence of extravasation was no longer bleeding. Patient was taken to sicu after the surgery where they died due to perforated artery.